Event description:
I received an injection of synvisc one to both the right and left knees at my doctor's office, dr (B)(6), in (B)(6). I knew immediately that I had not been given the same synvisc I received in 2008, due to the intense pain with the injections and also the amount of time it was taking for my doctor to inject the medication. I was not told beforehand that I was receiving the synvisc one. I thought I would be getting the series of three injections like I had in 2008, with which I had absolutely no problems. I was not even able to walk under my own power out of the exam room. I had to be put into a wheelchair for my family member to take me to the car. I had puffiness and swelling to the point I couldn't straighten out my knees or bear any weight x 2 days. I used the ice packs as instructed and was also advised to soak my knees in warm water intermittently with the ice packs. I did all that. My family had to wheel me through the house in an office chair. I couldn't even begin to stand using a cane until the third day. As of today, I am walking with my knees bent and am having intense pain into the calves and thighs of both legs, for which I am taking lortab. Unbelievably, I am not experiencing much pain in my knees, but the rest of both legs hurt very badly. I never had any of these problems with the synvisc 3 series of injections. I have talked with a rep of the mfg of synvisc and was advised that the only difference is the volume of the medication. The older injections were 2ml. Each given in a series of 3 injections over a 3 week period. The synvisc one is 6ml given in one single injection. As a registered nurse, I am wondering if the increased amount of the medication is too much to be given at one time. I have since researched on (B)(6) and found numerous pt reviews that site almost the exact same problems that I am experiencing. As a matter of fact, the (B)(6) pt reviews come in with a 73% adverse reaction rate, while only 27% of the pts reported no problems or only minor problems. I don¿t consider what I am experiencing "minor" by any definition. For one thing, I don't know when these problems are going to go away. I am frankly pretty scared at this point. I have contacted my doctor's nurse and she keeps insisting that these problems are going to go away. If they have not subsided after a week, I intend to go back to my doctor, although I don't know what, if anything, he can do. I was given an injection of kenalog -steroid- in each knee at the same time I received the synvisc one. My doctor said it was to prevent any allergic reactions. Well, allergic reaction or too much volume, I would think is anyone's guess. I don¿t see how it is in allergic reaction if I had a total of 3 injection x both knees in 2008 and never experienced any side effects whatsoever. I still contend that it is simply too much volume to be injecting into a knee at one time. As for the severe pain in my thighs and calves, I really pray this is not permanent. As I stated earlier, I still cannot straighten my legs out and am hobbling with a cane. Please monitor this particular medication closely. I still have complete faith in the synvisc given in 3 injections, but I will never repeat this synvisc one. I also am not happy with my doctor because he did not tell me what he had injected into my knees until after it was done, and I told him I would see him next week for my second injection. It was at that point that he said, "oh no, you don't have to come back. This is synvisc one and it only requires one injection." Not one time, did he mention any of the side effects that I could be in for and unfortunately it appears that I am going to have them all. Not a happy consumer with the product or the doctor. Dose or amount: 6 ml, frequency: 1 single dose, route: intrasynovial. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: o.a. To both knees.